Manufacturer narrative:
PMA/510(k) # k142688. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g.1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195 importer site establishment registration number: 3005580113 it was originally indicated that the device involved in this complaint was being returned to cook ireland for evaluation; the device has not yet been received, however, if it is returned, the device will be evaluated and the investigation will be updated. As the device was not returned for evaluation; the cause of this complaint could not be conclusively determined. With the information provided a document based investigation was carried out. The customer complaint is considered to be confirmed based on customer testimony. A possible cause of this complaint is that the needle bent/kinked during use, which in turn resulted in needle breakage. The needle can kink/bend due to product handling during the procedure. A needle kink/bend may also be attributed to patient anatomy if the lesion being punctured was a hard lesion or if the endoscope was used in a tortuous anatomy prior to distribution, all echo-hd-3-20-c devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for echo-hd-3-20-c of lot number c1276297 did not reveal any discrepancies that could have contributed to this complaint issue. From the information provided, there have been no adverse effects to the patient as a result of this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
As reported to customer relations: " needle broke off while in the patient during fna, removed with forcep by md." Updated information per the district manager: "the physician ran 3 different products through the endoscope; 2 probes and 1 forcep. After the physician found the needle broke at approximately 4 cm. The sheath as well is extended approximately 2 cm and it appears it may have been penetrated as well."

Manufacturer narrative:
PMA/510(k) # k142688. Cook (B)(4) ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. (B)(4). Importer site establishment registration number: 3005580113. Updated information per the district manager: "the physician ran 3 different products through the endoscope; 2 probes and 1 forcep. After the physician found the needle broke at approximately 4 cm. The sheath as well is extended approximately 2 cm and it appears it may have been penetrated as well." Complaint device was returned to be evaluated. Upon evaluation of the returned device the following was noted: there was no stylet returned with the device. The needle was not exposed from the sheath upon return, no syringe was returned with the deice. The sheath was slightly in tact below the sheath extender on return, it was held together on one side only but separated while being decontaminated. The sheath cut off to show needle broken distally. The needle was also broken below the sheath extender. The distal break would have occurred during the procedure. The proximal break was cut. The needle tip was missing, not returned with the device. The customer complaint is considered to be confirmed as the needle was broken. A possible cause of this complaint is that the needle bent/kinked during use, which in turn resulted in needle breakage. The needle breakage could be due to the product handling during the procedure. A needle break may also be attributed to patient anatomy if the lesion being punctured was a hard lesion or if the endoscope was used in a tortuous anatomy prior to distribution, all echo-19 devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. All products and packaging are 100% inspected for visual irregularities such as holes, dents, kinks or tears. A review of the manufacturing records for echo-19 could not be completed as the lot number unknown the instructions for use advises the user to ¿visually inspect with particular attention to kinks, bends or breaks. If an abnormality is detected that would prohibit proper working condition, do not use¿. From the information provided, there have been no adverse effects to the patient as a result of this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
This follow up MDR is being submitted as the device was returned and evaluated. As reported to customer relations: " needle broke off while in the patient during fna, removed with forcep by md." Updated information per the district manager: "the physician ran 3 different products through the endoscope; 2 probes and 1 forcep. After the physician found the needle broke at approximately 4 cm. The sheath as well is extended approximately 2 cm and it appears it may have been penetrated as well."